Manufacturer narrative:
Product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension product ID, 3389s-40 lot# v734509 serial#, implanted: 2011 (B)(6), explanted: product type lead. (B)(4).

Event description:
It was reported that the patient's lead was implanted in the left subthalamic nucleus (stn). The patient had anti-tremor efficacy with the lead, but experienced side effects when stimulation was above 3v, so the patient left stimulation off. The patient's hcp decided to implant an additional lead in the ventrointermediate nucleus (vim). He left the stn lead implanted with the expectation that it could be useful in the future when symptoms other than severe tremor arose, and could be used to treat them with lower voltages. In order to accommodate a second lead the patient's activa sc was also replaced with an activa pc. It was noted that the extension connected to the stn lead was not replaced during the procedure. Electrocautery was used in the pocket and the ins was turned off. Impedance measurements during the replacement were all normal. See MFR. Rep. # 3007566237-2012-02261 for follow-up and events occurring after ins replacement.